Event description:
Customer reported difficulty in using the device and requested evaluation of the device. The subject was not resuscitated. Date of incident is unk. (B) (4).

Manufacturer narrative:
Method: device internal memory was reviewed.